Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2025-006404. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of event. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917